Manufacturer narrative:
No functional testing was performed by philips. The philips remote service engineer (rse) spoke with the customer. The audio volume was set to 10, but there was still no alarming. The rse guided the customer through resetting the speaker cable connection. The customer confirmed that the audio cable was loose. The loose audio cable was re-secured by the customer to resolve the issue.

Event description:
Philips received a complaint on the patient information center ix indicating that there was no audio. The device was in clinical use on a patient at the time of the event. No adverse event was reported.